Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rn attempted to pull out the guide wire and was pricked by the wire, causing her finger to bleed. The wound was washed.

Manufacturer narrative:
Submit date 26-mar-2018. Based on additional information received from the initial reporter, section were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the patient had just recently had an ng tube placed by the bedside rn and an abdominal x-ray was performed to ensure correct placement. The same rn attempted to pull out the guide wire. As she pulled out the guide wire she felt a prick on her right index finger. She took off her gloves and noticed her right index finger was bleeding. The wound was washed. Upon follow up received on 16-mar-2018 by the initial reporter, the rn stated that the guide wire was not protruding from the green cap or from the tubing. Also, the rn did not notice any issues with the actual tubing. The rn was sent to the ER for evaluation and lab work. Results were requested.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the stylet went through the connector. The product analysis established a relationship between a device failure and the reported incident. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process enhancement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.